Event description:
Caller reported a cgm error, identified as error 42, while using a g7 sensor. There was no adverse impact to the customer's blood glucose level. The customer received complete pump reset information from technical support, was guided through the reset process, and successfully started their sensor session without encountering the error again.